Event description:
While two cnas were mechanically lifting a resident, the swivel bar fell from the hoyer lift and the resident fell to the floor. Inspection revealed that the hanging hook had separated from the swivel bar. It appeared that the securing bolt detached causing the swivel bar and resident to fall to the floor. Further inspection of the defective part showed that the crown-type nut sheared away from the swivel bar hook. A thin piece of the nut remained in place like a band around the threads of the bolt stem. The remainder of the nut was missing. A full room check was done but the sheared nut was not found. The nut may have been in the resident's clothing or the hoyer pad, both of which had been transported to the hospital.